Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated which was confirmed through an x-ray. The physician was unsuccessful in repositioning the lead and decided to remove the paddle lead. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.